Event description:
It was reported that the left ventricular lead exhibited a loss of capture and elevated pacing threshold of 5.25 v at 0.8 ms. The physician decided to wait until the next follow-up before taking any action.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.